Manufacturer narrative:
Additional information was received that one of the patient's leads had wires that broke through the outer layer of the lead. It was also noted the damage to the splitter or leads likely occurred during a number of falls the patient had prior to the revision. The falls occurred when the patient's system stopped working. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision procedure the physician chose to replace the leads and the lead splitters because he suspected they were damaged. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-70 serial: (B)(4), description: infinion 70 cm lead kit. Model: sc-3400-30 serial: (B)(4). Description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead revision procedure the physician chose to replace the leads and the lead splitters because he suspected they were damaged. The patient was reportedly doing well postoperatively.